Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/03/2017 with the following findings:.pump was returned with moisture in the battery compartment. Leak test failed due to a crack in the battery compartment starting at the threads to the left side of grip pad down to the seal. Opened pump- no moisture found. Keypad is peeling off. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was reported that the battery compartment was damaged and there was moisture visible in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.(B)(6) on (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture visible in the pump. There is no reported adverse event with this complaint. This is being ruled out based on the following: this malfunction is generally obvious and detectable by the user. In addition, the owner¿s booklet instructs the user to call their healthcare team or animas when they have a question or cannot understand an issue with the pump.